Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to a low r wave amplitude in combination with prominent noise amplitude. The patient has a heart mate 3 (hm3) and the s-ICD device was intermittently oversensing the hm3 noise as cardiac. Subsequently, the device was turned off. Technical services (ts) discussed troubleshooting and reprogrammed options. This electrode remains in service. No additional adverse patient effects were reported.